Event description:
Healthcare professional reported right deflation and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Manufacturer narrative:
Continued e1 additional email: addy90210@gmail.com additional, changed, and/or corrected data: a4, d9, e1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a cracked valve seat diaphragm valve. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ creases observed on the shell.. ¿ wear abrasion observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right deflation and capsular contracture baker grade IV. Device has been explanted and replaced.